Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported wanting to know if they should wait until after treatment to have chipped tooth repaired. The patient went to the dentist yesterday for their regular cleaning and he advised that my bottom front teeth still need refinement, and my back premolars and molars are not touching.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.